Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's pace/defib engine assembly was removed and returned. The malfunction was duplicated and attributed to a faulty capacitor the pace/defib engine assembly. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the reported malfunction was observed but not duplicated. The device was put through extensive testing without duplicating the malfunction. The device's pace/defib engine assembly was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.